Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. During investigation, it was found that the ok keypad button was intermittently responsive. It was also found that there was evidence of keypad adhesive under all key contacts.

Event description:
It was reported that the black sticky substance on the ok button sometimes requires multiple presses for a response. It was reported that the pt tried to get it off with his knife but stopped.